Event description:
The customer reported an intermittant communication failure. The problem occurred during an ortho case. There was pt involvement, but no pt injury was reported.

Manufacturer narrative:
The service rep could not duplicate the error. The rep erased and reloaded flash memory and cleaned debris inside lemo connection. The rep verified system boot and fluoro function with no errors. System operates as intended.